Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels up to 527 (mg/dl) since beginning pump therapy. Customer delivered correction boluses to address bg levels. System check with tandem technical support indicated the pump was performing as expected; however, multiple minimum basal alerts were noted in the pump history. Reportedly, customer's health care provider (hcp) entered pump settings based off customer's previous non-tandem pump. Customer was advised that the delivery systems vary between pumps and that their hcp should be consulted to discuss pump settings.